Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported dvt, pain, sob, edema are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-uni-celect-pt) lot: e3330646, nor filter (igtf-30-celect-pt) lot:(e3328557 + e3328138). No other complaints on lot. The following allegations have been investigated: vc/organ perforation, embedment, thrombosis, dvt, pain, sob, edema. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Additional information received identified the patient allegedly received a cook celect® platinum navalign uniset vena cava filter implant on (B)(6) 2015 via the right internal jugular vein due to recurrent pulmonary emboli. The patient is alleging organ perforation, embedment, filter contains clot(s) and caval thrombosis/deep vein thrombosis. The patient further alleges chest pain, shortness breath, and severe edema from bilateral legs to waist (abdomen). Per the (B)(6) 2017, computed tomography angiogram-abdomen and pelvis: "vascular findings: venous structures: there is narrowing of the inferior vena cava at the apex of the inferior vena cava filter with evidence of hypodense material within the inferior vena cava filter that appears unchanged on venous and delayed sequences. These findings are suspicious for thrombus within the inferior vena cava filter. There also appears to be filling defects extend into the right common iliac and common femoral veins. Possible areas of thrombus within the left common iliac vein as well. The struts of the inferior vena cava filter appear to extend beyond the walls of the inferior vena cava, which is suspicious for strut perforation. The right most lateral strut appears either to be adjacent to or embedded in the right gonadal vein. Impression: 1. Narrowing of the inferior vena cava at the apex of the inferior vena cava filter with hypodense material within the filter, suggestive of inferior vena cava filter thrombus. 2. Findings suggestive of inferior vena cava filter strut perforation, with the right lateral strut located near or within the right gonadal vein. 3. Filling defects within the right common iliac and common femoral veins, with questionable involvement of the left common iliac vein, which may indicate the presence deep vein thrombosis. Per the (B)(6) 2017, retrieval report (successful): " findings: the inferior vena cava filter was removed with forceps assistance as the snare was unable to hook the filter due to ingrowth. A run after did not show extravasation of contrast. A suprarenal inferior vena cava filter was placed for protection. Access then gained via the bilateral femoral veins with wires extending to the superior vena cava bilaterally. Stenting was performed from the inferior, inferior vena cava to the distal external iliac veins bilaterally. A post stenting run demonstrated collapse of the collateral vessels. The protective inferior vena cava filter was then removed. Impression: successful inferior vena cava filter removal and stenting of the iliocaval system".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Device codes: appropriate term/code not available (3191): device perforation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinum filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that [pt] received a cook celect platinum filter on (B)(6) 2015. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.